Manufacturer narrative:
Follow-up #1 date of submission 04/30/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed several power on resets. There was no damage found to the battery compartment. The battery cap was not returned with the pump. A new test cap was used for testing purposes; the test battery cap tightly secured to the pump with no issues. The pump was tested for 24 hours with the new test cap; no power issues were noted. The pump emitted the appropriate audible and vibratory sounds. The pump cover was removed; there was no evidence of moisture or internal damage to the pump. The reported complaint was found in pump history but not duplicated during investigation. Unrelated to the complaint, the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump had powered off without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.